Manufacturer narrative:
The investigation determined that lower than expected vitros tsh results were obtained from two different samples (sample 1 and sample 2) from the same patient when processed on a vitros 5600 integrated system. The most likely assignable cause of the lower than expected vitros tsh results is the presence of biotin in the samples. In july 2018, ortho issued a customer communication (cl2018-149) to alert customers that biased results may occur for specific vitros immunodiagnostic products (microwell assays) at biotin concentrations which are lower than indicated in the current instructions for use (IFU). For the vitros tsh assay, a negative bias may be observed (= 10% bias) in samples with a biotin concentration of 5 ng/ml (0.5 g/dl). Therefore, a sample interferent that affects the vitros tsh assay cannot be ruled out as contributing to the event. Historical tsh quality control results indicate acceptable accuracy for vitros tsh lot 5810; however, the calculated sd indicates unacceptable within laboratory precision. The imprecision could be due to pre-analytical sample handling or an instrument related issue. Ongoing tracking and trending of complaints has not identified any signals that would indicate a potential systematic issue with vitros tsh reagent lot 5810. A within run precision test was not performed to evaluate the vitros 5600 system performance. Although an instrument related issue cannot be entirely ruled out, the lower than expected tsh result are reproducible therefore an instrument related issue is not the likely cause of the lower than expected results on 01 april 2019 and 01 june 2019.

Event description:
A customer obtained lower than expected vitros tsh results from two different samples (sample 1 and sample 2) from the same patient when processed on a vitros 5600 integrated system. Sample 1: vitros tsh result 0.210 miu/l (hyperthyroid) versus non-vitros normal tsh result 0.800 miu/l. Sample 2: vitros tsh result 0.210 miu/l (hyperthyroid) versus non-vitros normal tsh result 0.800 miu/l. Vitros tsh euthyroid range is 0.465¿4.68 miu/l. Biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The lower than expected vitros tsh patient sample results were reported from the laboratory. However, there was no allegation of actual patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho).complaint numbers (B)(4).